Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755 serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they need a replacement, and they got an error message to call medtronic when charging their implant. The issue began a couple months ago. Patient stated the recharger got really hot near the paddle/cord area. Agent instructed patient to check for damage and patient stated the cord was loose near the paddle/cord area of the recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger. No symptoms were reported.